Manufacturer narrative:
Review of programming history.

Event description:
During follow-up on (B)(6) 2013, it was reported that this vns patient underwent lead revision at an unknown time due to bowstringing. No additional information was provided, and attempts for additional information have been unsuccessful. No anomalies in the patient's programming history were noted.